Event description:
Reporter indicated that a dell handheld computer's screen had become frozen during an interrogation. This was the second time the screen had become frozen during an interrogation as it was reported to have happened approximately one week before. The issue was resolved at the time with a soft reset. A soft reset would not resolve the most recent screen freeze. The user was instructed on pulling and re-inserting the flashcard, which resolved the issue. The handheld computer will not be returned as the issue resolved.